Event description:
It was reported that the driveline infection was found on (B)(6) 2021. A wound swab was performed on (B)(6) 2021 which showed plentiful growth of staphylococcus aureus. A lab assessment on same day showed a white blood cell count of 7.27 grams per liter and a c-reactive protein (crp) of 0.25 milligrams per deciliter. The patient did not report any adverse symptoms like pain or discomfort. Cefalexin was administered on (B)(6) 2022 before being changed to clindamycin on (B)(6) 2022 due to insufficient therapy success as evaluated clinically and subsequent wound swabs.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements.  No further information was provided. The manufacturer is closing the file on this event.